Event description:
It was reported that the device was explanted in 2008 after an implant duration of 3 months due to an unknown reason. It is unk if the explant was attributed to the device. No other details were provided.

Manufacturer narrative:
Device not returned.